Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer also reported that the insulin pump had a blank display. The customer reported that they received low battery alert prior to blank display. The customer's blood glucose was 900 mg/dl at the time of incident. The customer's blood glucose was 158 mg/dl at the time of call. The customer stated that they gave manual injection for correction. The customer stated that they were given manual injection and insulin to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The customer declined to troubleshoot for high blood glucose. Troubleshooting was done for blank display. The customer does not recall any significant events leading to anomaly. The customer stated that the display did not return after troubleshooting. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump powered up properly and no blank display was noted. The pump was received with the operating currents within specification, and passed the self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No excessive no delivery alarms were noted. The pump was monitored and no unexpected low battery alert alarms occurred during testing. No damage was found on the lcd isolation tape during visual inspection. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, and a scratched reservoir tube window.